Manufacturer narrative:
(B)(4)

Event description:
It was reported that a dissection had occurred during a device upgrade. Physician was attempting to implant a lv lead during device upgrade when a dissection of the coronary sinus was observed. Lead was extracted with no emergency interventions taken. Device was upgraded successfully. Patient is stable after the procedure.